Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the guidewire tip was too pliable may have been associated with damage observed on the returned sample, which appeared to have occurred during use. One 0.018¿ x 135cm nitinol guidewire was returned for investigation. The guidewire was received in its hoop. Residue was observed on the hoop and on the coiled end of the wire, which is indicative of use. A dislocation was observed in adjacent coils 6mm from the distal weld tip. A curve was observed in the gold colored coiled end of the guidewire. It was reported that the guidewire tip was ¿squishy¿. A tactual investigation revealed nothing remarkable. No difference was observed in the floppy end of the guidewire when compared with an unused sample. The stiffness of the floppy end of the wire may have been a user preference issue. Both the outside diameter (od) of the coiled end of the guidewire and the overall length of the guidewire were within specification. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire tip was "squishy". No other information was reported.